Manufacturer narrative:
Unique identifier (UDI) # (device identifier): the heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 days. Device evaluation: the patient remains on lvad support. A correlation between the device and the reported gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had gastrointestinal (gi) bleeding that began on (B)(6) 2018. The patient was taking the anticoagulants aspirin and warfarin at the time of the adverse event. An esophagogastroduodenoscopy (egd) on (B)(6) 2018 found multiple arteriovenous malformations (avms) and angiodysplasia lesions. Plasma argon therapy was performed to cauterize these. The patient¿s hemoglobin (hb) was to be monitored in order to assure blood loss stabilization. The patient had prolonged in-house hospitalization and unspecified blood transfusions. The event resolved on (B)(6) 2018. Aspirin was discontinued.

Event description:
Additional information: it was reported that patient was tested positive for hemoccult stool on (B)(6) 2018. Gastrointestinal bleeding (gib) was confirmed on (B)(6) 2018. No complaints of dizziness or lightheartedness were reported. No further information was provided.